Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, energization was unable to be performed and the device could not cut. The procedure was completed with another device. The status of the patient was reported as no problem.